Manufacturer narrative:
The device was returned mmdg. A DHR review was completed and found no non-conformances. Visual inspection found that the platen was bent.

Event description:
The initial reporter stated door will not latch as platen is bent. The initial reporter advised that the complaint occurred during testing and had not had any effect on a patient. (B)(4).